Event description:
Upon start of study technololgist stated that no counts were observed and went back to main console, main menu and pressed static. Tech noticed that camera started rotating clockwise and pressed emergency stop with no effect. Collimator contacted pt's chest but tech pulled her off table.